Event description:
Customer alleged the chrome peeled off of the handrims and was sharp. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) was initiated for this issue. Model trsx5rc serial number (B)(4) is approximately 1 year and 6 months of age. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the chrome was allegedly peeling on both hand rims. The consumer sustained cuts on both hands. The nursing staff cleaned and bandaged the consumer's hands. The distributor stated that the wheelchair was discarded as they needed extra space in their warehouse.